Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. Treatment was not reported. The cause of the peritonitis was unknown. The patient recovered from peritonitis. Additional information was requested, but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13j11010 and h13k12024 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).